Manufacturer narrative:
PMA/510k#: k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6)2019 date of first implant procedure for intrinsic malignant obstruction in esophagus. Radiation received during follow up: gastrointestinal food bolus impaction 27 days post procedure. Removed medically. The site determined the event to not be related to the study device or procedure, related to progression of tumor. This file will capture the use error of administering radiation post stent placement. The event was noted as resolved (patient recovered/stabilized). At 113 days post-procedure, the patient died. The cause of death was pneumonia and was related to primary disease (malignancy) progression. (B)(4).